Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right hip was revised due to disassociation. Patient reported he sat in a low chair and strained to get up. Surgeon reported that the bipolar head of the constrained liner disassociated as a result. Contributing factor reported was the 40mm extension piece had been impinging on the constrained liner and contributed to levering the bipolar head out of the assembly. A ceramic head, constrained liner, and 40mm extension piece were revised to a metal head, constrained liner (same catalog number), and a 40mm extension piece from a different custom saddle kit which hadn't been used previously (custom saddle kits come with several extension pieces - 40, 50, and 60 mm. Not all may be used in surgery. Unused extension pieces are retained by the hospital for possible future use if the implants have not expired. Surgeon was made aware the use of an extension piece from another custom saddle kit was off-label and elected to continue).

Manufacturer narrative:
An event regarding disassociation and range of motion issues(impingement) involving a trident liner was reported. A medical review confirmed disassociation of the liner from the custom acetabular component but did not confirm disassociation of the biopolar head component from the poly component of the liner nor did it confirm range of motion issues. Method & results: -product evaluation and results: the device was not returned but one photo of the explant was provided. The internal bipolar head is not within the outer liner and is not shown within the photo. There is some wear on the outer edge of the liner and some biological material on the surface of the device. The photos showed nothing else of note. -medical records received and evaluation: medical review of the provided information by a clinician noted the following: it was reported that the bipolar portion of a custom saddle type pelvis and hip reconstruction device dissociated requiring revision surgery. Undated x-rays demonstrate the bipolar liner displaced from the locking mechanism of a custom saddle prosthesis. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other similar events for the lot provided. Conclusions: the medical review concluded the following: review of these records confirms that dissociation of the bipolar portion of a custom saddle type pelvis and hip reconstruction device occurred, however, the root cause cannot be determined as insufficient information was available. Documentation which would aid in the further completion of this assessment would include: ¿ operative reports ¿ surgical implant records from the surgeries. ¿ dated pre and post op x-rays/ imaging from the index and revision surgeries ¿ outpatient office/clinic notes ¿ implant retrieval with material analysis. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to disassociation. Patient reported he sat in a low chair and strained to get up. Surgeon reported that the bipolar head of the constrained liner disassociated as a result. Contributing factor reported was the 40mm extension piece had been impinging on the constrained liner and contributed to levering the bipolar head out of the assembly. A ceramic head, constrained liner, and 40mm extension piece were revised to a metal head, constrained liner (same catalog number), and a 40mm extension piece from a different custom saddle kit which hadn't been used previously (custom saddle kits come with several extension pieces - 40, 50, and 60 mm. Not all may be used in surgery. Unused extension pieces are retained by the hospital for possible future use if the implants have not expired. Surgeon was made aware the use of an extension piece from another custom saddle kit was off-label and elected to continue). Update 16 october, 2018: medical review by a clinician confirmed "dissociation of the bipolar portion of a custom saddle type pelvis and hip reconstruction device occurred"